Manufacturer narrative:
An event regarding a crack/fracture involving an instrument impactor was reported. The event was confirmed following visual inspection. : visual inspection: visual inspection was performed as part of the material analysis report (mar), 10 july 2018. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The impactor was sectioned for further analysis. The fracture surfaces associated with the handle and sectioned body are apparent. Based on macroscopic features, the approximate direction of fracture propagation can be seen. Material analysis: a material analysis has been performed. The report concluded: the impactor fractured in overload with multiple fracture origins. The bolt was stuck on the shell. The damage on the threads of the shell and bolt were consistent with misalignment and cross threading. Eds showed the impactor was consistent with 17-4 ph stainless steel alloy and the debris from the bolt was consistent with material transfer from the shell, the threaded stud and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced. A trend has been raised for this lot commonality conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.

Event description:
While tapping in the shell, galling between impactor bolt and shell. Afterwards, cup impactor broke. Replacement was available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
While tapping in the shell, galling between impactor bolt and shell. Afterwards, cup impactor broke. Replacement was available.